Event description:
High, out-of-range impedances were noted on electrodes 9-15. Troubleshooting included switching the lead/extension tails in the ports of the implantable neurostimulator, wiping and drying of the tails. After reinsertion, impedances were still greater than 40,000 ohms. The contacts appeared to be lined up in the head block viewed with fluoroscopy. The pt was woken during surgery. She did not feel stimulation on the right body side. The hcp planned on replacing the implantable neurostimulator. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).